Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. It was unable to verify the compromised force sensor system alarms due to motor error alarms. Device had cracked case at display window corners, display window and battery tube threads, partially broken reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then compromised force sensor system error during prime. The drive support cap is protruded. The device was not bumped or dropped. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.